Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was noted in the tubing. The therapy was discontinued and balloon removed. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned maquet sheath was over the catheter and partially covering the rear portion of the balloon. Two catheter tubing kinks were observed approximately 38.6cm & 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal and measuring approximately 0.013cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #: (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was noted in the tubing. The therapy was discontinued and balloon removed. There was no reported injury to the patient.